Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a colonic polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician tried to energize in order to strangulate and remove the target lesion, it was noticed that the device failed to deliver energy. Reportedly, when energization test was performed on the desk, the snare was able to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a colonic polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician tried to energize in order to strangulate and remove the target lesion, it was noticed that the device failed to deliver energy. Reportedly, when energization test was performed on the desk, the snare was able to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the device and cautery were found in good condition. Electrical resistance testing was performed and resistance measured at 16.7 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.